Event description:
On (B)(4) 2012, the distributor contacted animas alleging that on (B)(6) 2012 the down arrow keypad button was unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was fully intact. Evaluation revealed that the down arrow keypad button was intermittently unresponsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).